Event description:
Reporter states that her chest was infiltrated with chemotherapy drugs and she was sent home and told that the infiltrated area would all disappear in a week. She has been in lots of pain over the past 3 months because her left breast and chest were swollen to the size of a cantelope. She says the skin is now black as coal in color and hard as marble. She states that she has been "deathly ill", since 5/06. She informed the cancer society regarding the incident and they said she could have lost her breast. She has refused to return to the original oncologist as they had her to go home in "horrible" pain. The reporter has since been referred to another oncologist at the cancer ctr. She has been under treatment for colon cancer. The chemo that infiltrated her chest was leukovorin and oxoplatin. She's been under the care of a plastic surgeon who states that there's nothing that can be done about her skin. Dr was seen by reporter earlier this week and commented that it was fortunate that the infiltrated site never became infected. Reporter states that there's no surgeon who'll place a port in her. She has stage iii colon cancer and is now 14 wks out from the initial surgery and has been told that she is "too far out of the box" at this time to receive any chemotherapy. To her knowledge the port was never received by pathology for investigation. She has an appointment with her new cancer specialist aug 23rd to discuss options. She is very frustrated about the adverse event, as she told staff she felt a "burning sensation" during treatment and they dismissed her comments completely.